Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Customer's blood glucose level was 161 mg/dl. Customer indicated they have a back up pump for continued insulin therapy.